Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The lead is part of the advisory for this model. Evaluation summary: (B)(4): the full lead was returned and analyzed and the outer tubing overlay had a breached cut. There was blood/body fluid on the outer tubing overlay, the inner tubing was kinked/buckled, there was blood in/on the helix/lobe mechanism, the helix disengaged from the helical channel, the lead appeared damage at implant and there was a non-electrical miscellaneous finding on the tip electrode.

Event description:
It was reported that during implant, the right ventricular lead had high and varying impedance. The lead may have been nicked while suturing other leads. It was also noted that there was an insulation break with blood ingress. The lead was attempted, but not used, and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.